Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that serter was not releasing infusion set properly and was causing tape to stick to serter. Customer's blood glucose was 480 mg/dl. Troubleshooting was performed and customer reported of having the same serter for 2 years and serter was never cleaned. Customer was educated on proper care of serter. Customer also reported of having seven to eight paramedic visits in 2015 due to low blood glucose, but did not remember details so did not want to discuss issue.